Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported "the variax 2 plate was implanted on (B)(6) 2025 and fractured outside a medical facility. Subsequent removal and reosteosynthesis took place on (B)(6) 2026."